Event description:
The following information was provided by the initial reporter: just used a venflon, which seemed deformed after insertion. Then had to insert a new IV was patient or user harmed? If yes, please explain; the patient was pricked a second time because this one was not usable.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of deformation in the pink luer adapter was confirmed and the cause appeared to be manufacturing related. One photograph and one 20g nexiva device were provided for investigation. The dual-port luer adapter on the nexiva device was pushed inward in one spot at the threads, which caused the geometry on the inner surface of the female luer adapter to change. The damage likely occurred during manufacturing and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.